Manufacturer narrative:
Data logs and the pump were not returned. The purge cassette had no visual abnormalities. When run in the lab with 2 separate substitute pumps, the high-pressure purge (hpp) was not reproduced, and the purge cassette purged as expected. There were no purge cassette line kinks found. The root cause of the high purge pressure issue was not determined since the pump and data logs were not returned.

Event description:
The user facility in japan reported a 61-year-old female post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported that the purge pressure high alarm would not go off. It was confirmed over the phone that there were no kinks in the purge line. As a precaution, the purge set was replaced, and the situation was monitored. After replacing the purge set, the flow rate was about 2.5ml/hr, and the purge pressure high alarm disappeared. There was no patient harm. Investigation results indicates that the severity of this complaint is s3.